Manufacturer narrative:
(B)(4). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the implant was opened, the inside package was discolored and there was a white powder on the implant. Surgeon handed implant back and requested a new one.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product confirmed the presence of white particles on the implant and the poly bag to be cloudy and torn with white particles in it. The white particles are visually consistent with the white material of the foam envelope containing the implant wrapped in the poly bag. The sterile cavities were opened and their seal edge is uniformly covered with dry glue remains. No damage to the sterile cavities was identified. The foam envelope and the tyvek lids of the sterile cavities were not returned. The carton box was opened on the wrong end as evidenced by the label torn at the edge of the end and side panels, as well as the intact tamper-proof label on the other end panel of the carton box. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential transit age of the device (over 2 years). The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.